Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
Reportable based on device analysis completed on 13-nov-2018. It was reported that crossing difficulties were encountered. The target lesion was located in the left anterior descending artery. A 2.50 x 20mm synergy drug-eluting stent was advanced but unable to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage. Synergy ous mr 2.50 x 20mm stent delivery system (sds) was returned for analysis. An examination (visual and via scope) of the crimped stent identified distal stent damage. Distal struts pulled and misaligned the stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent od (outer diameter) was measured using and the result was within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the shaft polymer extrusion found no issues. An examination (visual and via scope) found no issues with the tip. No other issues were identified during the product analysis.